Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break approximately 5 cm from the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the conductor coil to break.

Event description:
It was reported that after this lead was placed during the attempted implant, movement was observed and the physician could no longer retracted/extend the helix thus, making placement impossible. The lead was returned for analysis.